Manufacturer narrative:
Block h2 (additional information): block d4 (lot number and expiration date) and block h4 (device manufacture date) have been updated. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual/microscopic inspection found that the balloon had a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear found could have been interpreted by the customer as the reported event of a balloon burst. The longitudinal tear found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have created friction on the balloon causing a longitudinal tear. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the sigmoid during a sigmoid dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated to 20mm which held for 7-8 seconds before bursting. It was reported that no piece of the balloon detached inside the patient. The procedure was completed successfully with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the sigmoid during a sigmoid dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated to 20 mm and was able hold pressure for 7-8 seconds before it burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed successfully with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.